Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. Explanted ipg will not be returned.